Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed testing of the retained vial ds700d1 against various d+, weak d+, and d negative samples. Satisfactory results were observed. Testing performed did not confirm the customer's concern. Customer did not provide samples for further investigation.